Event description:
It was reported that capture anomaly and dislodgement were observed on both atrial and ventricular leads. The leads were explanted when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.